Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Performed voltage test and unit failed as it has no voltage. Performed share log review and no data to review. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 02/13/2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on (B)(6) 2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.